Event description:
A supervisor nurse reported that during preparation of the machine for a cataract procedure and while testing the function of the footswitch, it was noticed that the left heel switch stuck and did not return to its initial position. The footswitch was exchanged and the surgery continued without any additional issue. There was no pt harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample is in transit to the manufacturing site. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).